Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, instructions for use, manufacturing instructions, quality control and specifications, as well as a review of trends of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. It was concluded that the device aspect in question was visually and functionally inspected by quality control, with no related gaps in production or processing controls noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. A review of the device history record could not be completed, as the lot information is unknown. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use: the product is intended to repair cook tpn and redo tpn single-lumen catheters. The product is intended for use by physicians trained and experienced in the use of central venous catheters. Standard techniques for catheter handling and repair should be employed. Precautions: care should be taken when using a wire guide through a cook tpn catheter repair set to prevent damage within the catheter. Based on the information provided, no returned product and the results of our investigation, it was concluded that a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.

Manufacturer narrative:
Date of event: unknown. Suspect medical device: product information currently unavailable. Common device name: unknown. Rpn: the rpn is currently unknown. However, based on provided information, the original device was likely a c-tpn-3.0-xx. The repair kit was likely a c-rhcs-3.0. Concomitant medical products: unknown. Occupation: unknown. Report source: (B)(6). PMA/510(k): unknown. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a "(B)(6) male patient had a cuffed PICC line inserted within the past year. Over this past year the PICC line has needed to be repaired seven times, as it keep breaking." It was stated that the device is breaking where the positive pressure cap connects to the hard plastic tube, or the epoxy breaks loose. As reported, "the hard plastic breaks loose and just spins. The line used to repair has a small piece of metal that fits into where the tube is cracked." The report further states that the patient was taken to the facility for line repair seven times, and all events have been reported under mfg. Report reference #: event 1 - 1820334-2019-00983; event 3 - 1820334-2019-00979; event 4 - 1820334-2019-00980; event 5 - 1820334-2019-00981; event 6 - 1820334-2019-00982; event 7 - 1820334-2019-00984. No further adverse effects were reported for this incident, however, there was frustration experienced from having the device fixed so often. Additional information regarding the event and device details has been requested but is currently unavailable.